Event description:
It was reported the lead migrated and a revision was done. The lead migrated due to movement of the bumpy anchor attached to the muscle fascia. Following the revision, the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).